Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 396-397 mg/dl.